Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually not observed and the machine alarmed. Estimated blood loss was 800cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.